Event description:
It was reported by the customer's mother that the customer's insulin pump is not holding a charge. The customer blood glucose level was unknown. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump was received with currents in spec. Pump received with stuck motor error alarm loop during bolus delivery and e70 alarm confirmed in the history file. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement test. Also the motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched display window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker.